Event description:
Patient services received a call on (B)(6)2011. Caller stated that at the clinic they discussed potential for needing a new lead. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).